Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included post-traumatic stress disorder, asthma, lumbar disc herniation, iron deficiency, sleep apnea, arthritis, osteoporosis, mitral valve prolapse, obesity, multigravida and parity 3. *(B)(6)2015 - pathologic diagnosis: coiled metal wire devices present bilaterally in the proximal (medial) fallopian tubes extending from the uterine cornu into approximately one-third (right side) and two-thirds (left side) of the length of fallopian tube. There is no gross or radiologic evidence of perforation or disruption of the fallopian tubes, which are otherwise unremarkable. Previously administered products included for birth control: depo-provera. Concurrent conditions included blood pressure high, diabetes, dysuria, heartbeats irregular, ovarian torsion, metrorrhagia, uterine bleeding, chest pain and human papilloma virus infection. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2016, beclometasone dipropionate (qvar) since (B)(6), clonazepam from (B)(6) 2010 to (B)(6) 2018, duloxetine since (B)(6) 2010, hydromorphone, hydromorphone hydrochloride (exalgo) since (B)(6) 2015, lisinopril since (B)(6) 2016, loperamide since (B)(6)2017, magnesium since (B)(6) 2016, melatonin since (B)(6) 2012, metformin since (B)(6) 2014, multivitamins since (B)(6) 2018, ranitidine since (B)(6) 2014, retinol, tizanidine since (B)(6) 2012 and vitamin d nos (vitamin d) since (B)(6) 2018. On(B)(6)2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("back pain") and pain in extremity ("legs pain"). In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), groin pain ("groin pain"), anxiety ("anxiety/ psychological or psychiatric problems: mental anguish") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the uterine perforation, depression, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, vaginal discharge, anxiety and post-traumatic stress disorder outcome was unknown, the pelvic pain, abdominal pain, pain in extremity and groin pain had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, groin pain, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet was received. Outcome of the event "pelvic pain" was updated to recovered / resolved from unknown. Concomitant drug, events onset date was added. Essure insertion date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included post-traumatic stress disorder, asthma, lumbar disc herniation, iron deficiency, sleep apnea, arthritis, osteoporosis, mitral valve prolapse, obesity, multigravida and parity 3. Previously administered products included for birth control: depo-provera. Concurrent conditions included blood pressure high, diabetes, dysuria, heartbeats irregular, ovarian torsion, metrorrhagia, uterine bleeding, chest pain and human papilloma virus infection. Concomitant products included acetylsalicylic acid (aspirin), beclometasone dipropionate (qvar), clonazepam, colecalciferol (vitamin d), duloxetine, lisinopril, loperamide, magnesium, melatonin, metformin, multivitamins, ranitidine, retinol (vitamin a) and tizanidine. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("legs pain"), groin pain ("groin pain"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia, vaginal discharge, anxiety and post-traumatic stress disorder outcome was unknown, the abdominal pain, pain in extremity and groin pain had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, groin pain, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. (B)(6) 2015 - pathologic diagnosis: coiled metal wire devices present bilaterally in the proximal (medial) fallopian tubes extending from the uterine cornu into approximately one-third (right side) and two-thirds (left side) of the length of fallopian tube. There is no gross or radiologic evidence of perforation or disruption of the fallopian tubes, which are otherwise unremarkable. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received: new events anxiety, ptsd and concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In(B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), depression ("depression"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the perforation, depression, menstrual disorder and pelvic pain outcome was unknown. The reporter considered depression, menstrual disorder, pelvic pain and perforation to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included post-traumatic stress disorder, asthma, lumbar disc herniation, iron deficiency, sleep apnea, arthritis, osteoporosis, mitral valve prolapse, obesity, multigravida and parity 3. Previously administered products included for birth control: depo-provera. Concurrent conditions included blood pressure high, diabetes, dysuria, heartbeats irregular, ovarian torsion, metrorrhagia, uterine bleeding, chest pain and (B)(6) infection. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain / pain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("legs pain") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, depression, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and vaginal discharge outcome was unknown, the abdominal pain, pain in extremity and groin pain had resolved and the back pain was resolving. The reporter considered abdominal pain, back pain, depression, dyspareunia, groin pain, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results: (B)(6) 2015 - pathologic diagnosis: coiled metal wire devices present bilaterally in the proximal (medial) fallopian tubes extending from the uterine cornu into approximately one-third (right side) and two-thirds (left side) of the length of fallopian tube. There is no gross or radiologic evidence of perforation or disruption of the fallopian tubes, which are otherwise unremarkable. Most recent follow-up information incorporated above includes: on 22-may-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain, back pain, legs pain, groin pain, patient did not undergo an essure confirmation test", reporter, concomittant and historical condition added from pfs. Concomittant and historical condition added from medical record. She underwent a hysterectomy and bilateral salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.